Manufacturer narrative:
Implant regio 21 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. The implant shows severe damage due to removal no further statements possible. Material or structural defects can be ruled out as the cause of breakage.

Event description:
Implant fracture.

Event description:
Implant fracture.